Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies unable to perform displacement test or self test due to unresponsive keypad. P-cap or reservoir locks properly into place. Device received with pillowing keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding correctly. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.